Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the wake button on the ilet device was intermittently unresponsive. Troubleshooting was attempted, including checking for moisture and recommending a firmware update, but the issue did not recur during the call. No blood glucose impact was reported. No medical intervention was required.